Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (430 mg/dl). It was indicated that the customer would use the pump to address elevated bg level. Reportedly, the customer had just received a replacement pump and had difficulty inputting the settings. It was confirmed that the customer entered settings correctly.